Manufacturer narrative:
No adverse patient effects were reported as a result of these observations. The patient's av delay was programmed back to 300 ms (the previous setting) to resolve the issue. Current records indicate that this device and rv lead remain implanted and in service. This event will be updated if any additional information becomes available. Additional information indicates that crosstalk on the rv channel was again observed. Device sensitivity was reprogrammed, which resolved the issue. This event will be updated if any additional information becomes available.

Event description:
Boston scientific crm received information that this chronic transvenous right ventricular (rv) lead and new implantable cardioverter defibrillator (ICD) were exhibiting intermittent crosstalk, which was being oversensed on the rv channel. This occurred after the pocket had been closed, while the physician reprogrammed the av delay in an attempt to get the patient to conduct.